Event description:
Reference MDR #1219856-2012-00023 for the first event involving the same patient. It was reported that the patient's diagnosis is cardiogenic shock (cs). The patient had difficult anatomical conditions. While in the cardiac surgery department (operating room) the md inserted a teflon sheath via the patient's right femoral artery. The intra-aortic balloon (iab) could not be advanced. As a result, the md removed the iab and sheath in one piece. A new catheter was inserted thoracic. There was no reported patient death. The patient was not injured and did not require medical/surgical intervention. The intra-aorta balloon pump (iabp) therapy was delayed / interrupted, however according to the details this pause did not cause harm or complications to the patient. The patient outcome is ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.